Manufacturer narrative:
The swan ganz catheter was returned for product evaluation. The reported issue of a kink in the volumen infusion port of the catheter was unable to be confirmed. All through lumens were patent without any leakage or occlusion. A visual inspection found no visible damage. The balloon inflated clear and concentric and remained inflated for five minutes. There were no error messages that displayed on the hemosphere monitor during the running of the cco function. The thermistor read 37.1 degrees celsius when submerged into a 37.0 degree celsius water bath. The thermistor and thermal filament circuits were continuous, there were no open or intermittent conditions. The catheter passed in vitro calibration. The reported malfunction could not be confirmed, however, there are manufacturing controls to avoid potential causes related to the defect. It is not known if any procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. The device history record review was completed and all manufacturing inspections passed with no non conformances.

Manufacturer narrative:
The device has been requested to be returned for evaluation, but has not arrived yet. The model and lot number has been requested, but has not been provided. Once the device has been received and evaluated and the results are available, a supplemental report will be submitted with the information. The device history record review has not been performed as the lot number is not available yet. Additional product codes dqe catheter, oximeter, fiber optic; dqo catheter, intravascular, diagnostic.

Event description:
It was reported that there was a failure with the swan ganz pulmonary artery catheter. The nurse found that the patient's vip port on the pulmonary artery catheter was kinked. The alaris IV pump did not alarm. The patient did not receive continuous infusions which included milrinone. The rn fixed the kink and the patient received the required medications. The patient demographics were requested and there has been no response received. There was no patient injury.